Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that the inpen was not dosing correctly, damaged and dose knob/dial difficult to turn. The customer reported a blood glucose value of 233 mg/dl. The customer also experienced symptoms of excessive thirst related to high blood glucose. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for damaged inpen. Advise customer to confirm insulin delivery by dispensing a 2 unit prime in the air, and the insulin was exited. Troubleshooting was performed for hyperglycemia and customer reported that the inpen was not releasing enough insulin which lead to the hyperglycemia. Advised customer to monitor inpen. No further patient complications were reported. Mmt-105nnpkna was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.70 ozf-in). Performed leak test and no priming anomaly was noted. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Inpen passed front cap investigation. In conclusion: inpen received working as designed. However, there was a misalignment of the dial noted, and no difficulty to dial a dosage. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Cosmetic damage was not noted during visual inspection. Inpen passed all required testing. Dose log/report data inaccuracy was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.